Manufacturer narrative:
(B)(4).

Event description:
Procedure: veterinarian, laparoscopic gastrectomy-oophorectomy on a dog according to the reporter: broke in the abdomen of a dog and was not retrieved. Account wants to know what the product is made of and whether it will cause a reaction. ***additional information received***the dog was (B)(6) and had a piece of a resterilized endograsp used during a laparoscopic gastrectomy-oophorectomy. The endograsp broke proximal to the joint. The piece was not retrieved. It is unknown how many times this device has been resterilized as they do not track. They regularly reuse disposable instruments. Sterilization is done in house via gas.